Event description:
User reports erroneous tnt and ckmb results for one patient sample. Initial results: tnt 0.010 ng/ml, ckmb 7.11ng/ml. Repeat results: tnt 0.112 ng/ml, ckmb 3.03 ng/ml. Third tnt repeat 0.011 ng/ml. Repeat testing on another analyzer: tnt 0.013 ng/ml, ckmb 2.94 ng/ml. Initial ckmb and repeat tnt results were reported. The user is unaware of any adverse effects or treatment of the patient based on the results. The user alerted the inpatient unit as soon as the erroneous result was realized. The field service representative could not determine a cause, but noted that stirrer speed was high. Stirrer speed and voltage were adjusted. Performance tests were performed.